Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing triggering inappropriate mode switches. Programming changes were implemented. The patient condition was unknown. No further information was reported.